Event description:
It was reported that during an a-fib procedure, the catheter did not have signal. The catheter was changed to another one to complete the case. On (B)(6) 2012, the catheter was received in the laboratory for analysis. Visual inspection revealed that the electrode ring # 1 was damaged. Yellowish and black residues were observed underneath electrode ring # 1 making this event reportable.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once the product analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the catheter did not have signal. Upon receipt, the catheter was visually inspected and it was found that ring 1 was damaged and had some yellowish residue underneath. This condition was not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material; the results demonstrated that the particle has biological composition similar to human tissue. Per the reported event, the catheter was electrically tested and it failed. The catheter was dissected and it was found that the electrical wire was broken. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint was confirmed. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.